Event description:
It was reported that while using bd bactec¿ standard/10 aerobic/f culture vials 3 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " - number of wrong results obtained: 3."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Plot/log file review: the plots individually could be potential growth, however the identical timing and station proximity suggest there could be external influences.  Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required.

Event description:
It was reported that while using bd bactec¿ standard/10 aerobic/f culture vials 3 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "number of wrong results obtained: 3."